Manufacturer narrative:
Per the clinic, the patient underwent revision surgery to the skin flap (date not reported); as well as several courses of oral antibiotics (dates not reported). The implanted device remains. This report is filed on (B)(6) 2015. The implanted device remains.

Event description:
It was reported; the patient developed an infection at the abutment site. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.